Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure, and it was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue was caused by arcing in the x-ray tube on the frontal during exposure and fluoroscopy. The fse reviewed the log file and confirmed the reported issue. The philips engineer also examined the high tension (ht) candle on the cathode (-) anode (+) sides of the x-ray tube where the cathode was found with a black burn mark. The fse repaired the x-ray tube. After this the x-ray tube conditioning was performed followed by x-ray tube adaptation and the system was tested to function smoothly. The fse completed the repair activities, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the tube was arcing and was on fire. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.